Event description:
After performing a procededure using the frame, the tip of a fixation screw was chipped. The hosp could not determine if this happened before, during, or after the procedure. The pt will undergo MRI at the six week check up to check for possible debris.